Event description:
It was reported that following an impedance check, "everything was within limits and looked good." It was stated that the patient was receiving symptomatic relief. No further action was planned.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot# va0315z, implanted: (B)(6) 2012, product type lead; product ID 3093-33, lot# va0315z, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that a patient's implantable neurostimulator (ins) was interrogated with a clinician programmer and there was a warning message indicating low battery longevity. The ins was approximately 3 weeks post implant. The impedances were unknown. It was unknown if the patient was receiving therapeutic relief. The patient had 4 groups and the health care provider thought the patient was on program 1 at 1.7v, which was a low voltage that should not cause the ins to have low longevity. Three days later it was stated that there was no new information. If more information becomes available, a follow up report will be sent.